Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt had a planned per-thyroid overactivity. Pd nurse could not confirm the date of the surgery, and medical records have been requested. The pt has been out of the hospital and has not required any further intervention.